Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between may 09, 2025 and november 07, 2025 recorded the stable pacing impedance around 400 ohms and the stable shock impedance around 60 ohms. The analysis of the provided iegm episode no. 276 from november 04, 2025 revealed artifacts on the farfield and rv channel, which led to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that oversensing episodes were noted via home monitoring. During an in-office follow-up the oversensing was reproducible with maneuvers on the patient's left arm. The device programming was adjusted. A venography and a revision were scheduled. On november 5th, this lead was capped and left in situ and a new lead was implanted.

Manufacturer narrative:
Combination product: yes.